Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.